Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, cracks on the battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The reporter declined to provide the blood glucose reading. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.